Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. The device was received from the field with battery voltage above elective replacement indicator (eri) level. Visual inspection of the header found no anomaly related to the field concern. Electrical and mechanical analysis performed indicated normal functionality. Additional battery assessment at various pulse amplitude measured current level within normal range and no indication of premature depletion was noted. Longevity assessment was performed, and the device was within normal range of operation with appropriate remaining longevity.

Event description:
Following the electronics performance indicator (epi). An alert was received by the clinician. And device was explanted. The patient condition was stable.